Event description:
The suspect meter showed variation in test results when compared with physicians inratio meter. The following results were reported: pt. Inratio: 1.8., lab inratio: 2.2. Patients inr results in dec. 2005 (using pt. Inratio meter): 2.0 = with 4mg coumadin, 2.1 = with 5mg coumadin, 2.8 = with 4mg coumadin, 3.7. 1.5 = with 5mg coumadin. Technical support requested one additional comparison test. 1/19/2006. Patient called in and reported the following results: pt. Inratio: 1.4. Lab inratio 1.4. No further follow up required.